Manufacturer narrative:
Unit was received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, missing end cap sticker, and cracked end cap. (B)(4).

Event description:
The caller reported that the bottom of the insulin pump was broken and coming apart. The bottom was falling off. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.